Event description:
The following information was reported to gore: on (B)(6) 2026, the patient underwent endovascular treatment of stenosis in the common iliac artery with a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device). Reportedly, the vbx device got stuck during the advancement through the severely calcified lesion and the physician continued to push the delivery catheter in attempt to force the device through the calcification. With the inability to advance the vbx device across the lesion, the physician removed the delivery catheter and observed the vbx sent to be missing from the delivery catheter. This was confirmed with fluoroscopy, and the decision was made to pin the device against the vessel wall using a non-gore stent. The procedure was successfully completed with a new vbx device. The patient did not experience any adverse consequences.

Manufacturer narrative:
A unique device identification number was not provided, therefore the manufacturing date and/or production details cannot be determined. Neither clinical images enabling direct assessment of product performance nor the product itself were returned for evaluation. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.